Event description:
The user facility reported that during a diagnostic colonoscopy, the unit initially displayed lines on the image, but then progressed to a total loss of image. The users switched the video cart attempting to obtain an image, however the loss of image persisted. The procedure was completed with a similar but different endoscope. There was no pt injury reported.

Manufacturer narrative:
The user facility sent the device to olympus for eval. The eval found the image to be flickering and stained. The unit failed leak testing, and was found to be leaking at the bending section. The device also failed the distal end insulation test and cracks were observed in the distal end cover. The bending section cover glue was peeling and discolored, and the light guide lenses were chipped. The insertion tube and light guide tubes were buckled, and the switches were not functional. There was no data transmission from the ID chip and fluid was present in the scope connector. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution.